Event description:
Pt presented to ed with spontaneous pneumothorax right lung; needle decompression performed, then surgeon inserted fine bore chest tube with one-way valve attached. Discharged from ed. Pt returned about 45 minutes after discharge with cyanosis, no breath sounds on right. Cxr showed worsening pneumothorax. Chest tube unhooked, air aspirated from tube with syringe with almost immediate improvement in symptoms. Provider noted that heimlich valve seemed to have malfunction. Chest tube placed to wall suction with resolution of pneumothorax. Discharged next day.